Manufacturer narrative:
Medacta received the damaged package on 26 april 2017. On 03 may 2017 the cleaning and packaging manager performed a visual inspection of the retrieved package and commented as follows: the primary sterility packaging is damaged. We ipotize that the tibial component was free to move in the primary sterility packaging and that it has broken the primary plastic wall impacting the secondary sterility blister. The movement is due to the handling of the implant package.

Manufacturer narrative:
Batch review performed on 28 february 2017. Lot 155948: (B)(4) items manufactured and released on 30 october 2015. Expiration date: 2020-10-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device used during surgery.

Event description:
The surgeon noticed that the inner packaging of the implant had a hole in it. The surgeon used the implant in surgery. The surgery was completed successfully. The damaged packaging is available for investigation.